Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-apr-2023. H6: investigation summary the customer reported the tubing is leaking and returned one unused sample. The sample was only primed and sequestered before use. The sample was leaking from a small cut in the middle of the tubing in between the back check valve and the drip chamber. Investigation by the quality team at the manufacturing site found the potential root cause to be related to the tubing cutting process in the versa machine. Device history record review for model 10015861a lot number 22115502 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. In december 2022 (after this lot was released) there was a quality notification issued to the cutting process personnel to mitigate the risk of this type of failure. H3 other text : see h10

Event description:
It was reported that 2 of the bd alaris¿ pump module smartsite¿ low sorbing infusion set were leaking. The following information was provided by the initial reporter: ¿at 1245h: I was priming the low sorb tubing with 5% dextrose. I noticed that the low sorb tubing is dripping before the channel segment. The line was set aside for picture and video was taken for further evaluation. Charge nurse was made aware that this is the second incident happened today. At 1255h: I primed a new line with a new 5% dextrose for flushing after my patient's infusion.¿

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd alaris¿ pump module smartsite¿ low sorbing infusion set were leaking. The following information was provided by the initial reporter: ¿at 1245h: I was priming the low sorb tubing with 5% dextrose. I noticed that the low sorb tubing is dripping before the channel segment. The line was set aside for picture and video was taken for further evaluation. Charge nurse was made aware that this is the second incident happened today. At 1255h: I primed a new line with a new 5% dextrose for flushing after my patient's infusion.¿.